Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a distributor reported via email that an ar-1588rt-2j tightrope ii rt limb broke during tibial-side tensioning. Using the flipcutter iii, a 9mm socket was drilled. The graft was tightly fitted and tensioned inside a 9mm graft tube prior to shuttling. The broken tightrope limb was tied around the rt button to complete the procedure. This issue was identified during the procedure on (B)(6) 2025. Additional information was received on 09/24/2025: during an acl reconstruction with a graftlink construct procedure on (B)(6) 2025, one limb of the ar-1588rt-2j tightrope broke during initial tibial-side graft tensioning. The break was audible and visible and resulted in a loss of tension, causing the button to come loose from the bone. However, the remaining intact limb was used to tie over the button and re-tension on the femoral side. No additional products were required to complete the case. Surgery was delayed approximately 5¿10 minutes, with no additional anesthesia administered. No adverse patient effects were reported. No photos or videos of the device were taken. The lot number could not be confirmed, as the device was used on both the femur and tibia.